Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with heavy tortuosity and heavy calcification. An unspecified 2.5x15 mm balloon catheter was used to pre-dilate the lesion. A 3.0x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated to 8 atm and the balloon ruptured. The stent was partially deployed; however, the stent remained on the balloon as the sds was removed from the patient anatomy. A 3.0x28 mm xience prime stent was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.